Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation was performed by a fresenius regional equipment specialist (res). A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility biomedical technician (biomed) reported that the acid pump cable on a fresenius hemodialysis (hd) machine had a burnt spot. The acid pump was changed but the biomed was unable to calibrate the acid or bic pumps. The actuator boards and function boards were also replaced as a result. Upon follow-up with the biomed, it was reported that the machine had a flow error (unspecified). The burnt spot on the acid pump cable was found during troubleshooting the machine. There was no observation of any smoke, spark, flame, arcing, or any other visible heat or electrical damage related to the burnt spot found on the acid pump cable. There was a burning smell. The biomed stated that the acid pump cable was replaced, but additional testing is needed before the machine is put back into service. The biomed confirmed that there was no patient connected to the machine at the time of the event, and there was no harm to any patients or individuals because of this malfunction. The burnt acid pump cable was reported to be available for return to the manufacturer for evaluation.